Manufacturer narrative:
Manufacturer's investigation conclusion: there were no reported device-related issues. It was reported through the patient outcome that the patient was a bridge to transplant and underwent heart transplantation. Whether the outcome was device or therapy related was not provided. The patient underwent a transplant on (B)(6) 2022. (B)(4) was not returned for evaluation. The relevant sections of the device history record for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was a bridge to transplant candidate and underwent a heart transplant on (B)(6) 2022.